Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved a transpac® IV monitoring kit w/safeset¿ 84" red stripe arterial pressure tubing, reservoir, intraflo® and 2 needleless valves that during infusion was noted to be leaking at the end connected to the priming syringe. There was a customer report of a malfunction of the collection site of one of the arterial catheters which resulted in blood exposure to the nurse when blood was spilled in the eye of the nurse. The event occurred in the intensive care unit. No additional information is available.